Event description:
(B)(4).

Manufacturer narrative:
Additional info was that a life pulse high frequency ventilator was used as a part of the therapy to the pt. The life pulse high frequency ventilator are not manufactured or distributed by us. More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Manufacturer narrative:
Evaluation of the ventilator log files confirmed that high pressure alarms were generated at the time of the event, but the log files also showed that high pressure alarms were generated earlier in the period covered by the log files. There are no technical error codes and the pre-use checks performed before, and after, the event passed without deviation. There is therefore nothing in the logs that indicated that there was a ventilator malfunction. According to information received, a high frequency jet ventilator (hfjv) was connected via the endotracheal tube adapter to the ventilator. This ventilator is not manufactured, distributed, or recommended by us. The use of the hfjv in combination with the ventilator has not been tested by maquet. The consequence of the combination of connecting a mechanical ventilator and a hfjv cannot be determined. Neither can it be concluded that the pneumothorax was caused by the functioning of the ventilator. There is nothing in the log files that indicated a ventilator malfunction and no parts were replaced, therefore the true cause of the high pressure and the reported pneumothorax has not been determined. (B)(4).

Event description:
Reference MFR reporter # 8010042-2014-00571. Importer (B)(4).